Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced the hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of or the type of hernia was not reported. The hernia was manifested by swelling around hernia site (not further specified). The patient was not hospitalized for the event. Treatment was not reported. No further information regarding the outcome of the hernia event was provided. It was not reported if dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.